Event description:
A customer reported no video image on an ec-3890li (sn: (B)(4) video colonoscope. The customer stated the colonoscope needs to be repaired. The user stated when it is plugged in the screen does not work. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.

Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: image spots, passed dry leak test, residue on lightguide prong cover glass set, passed wet leak test, umbilical cable mild crush, image dark, debris inside lightguide prong cover glass set, air/water nozzle glue worn. The device was refurbished, cleaned, and disinfected, and angle adjustments made. If additional information becomes available, a supplemental report will be filed with the new information.